Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was in the 400's (mg/dl), which was addressed with correction boluses and insulin pens. Additionally, on 8/10/2016, the customer experienced a low bg level of 37 mg/dl. Reportedly, the customer is a brittle diabetic and is sensitive to insulin and bg fluctuations. In addition, the customer thinks the low bg may be due to complications from celiac disease. The customer consumed an orange and glucose tablets to treat bg level.

Manufacturer narrative:
No failure was identified for the low blood glucose level event.